Event description:
Customer reported rough epithelium on both eyes (ou). Flaps in good position ou. Visual acuity is good. On (B)(6) 2013, uncorrected visual acuity (va) was 20/25 right eye (od) and 20/25 left eye (os). Bandage contact lens (bcl) was placed ou. Negative complications. On (B)(6) 2013, follow-up information was received. Customer reported no surgical intervention was required. No documented loss of best corrected visual acuity (bcva). Healing did require more than 1 week.

Manufacturer narrative:
(B)(4): conclusion - customer is only reporting this event and did not request field service or clinical support.note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.